Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutni results from one patient above the acute myocardial infarction (ami) cut-off generated by the unicel dxc 600i synchron access clinical system. The results were submitted out of the laboratory and questioned by the physician. The samples were repeated on two alternate methods and both results were in the normal reference range. No death, injury, or change to patient treatment has been reported in connection with this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutni results from one patient above the acute myocardial infarction (ami) cut-off generated by the unicel dxc 600i synchron access clinical system. The results were submitted out of the laboratory and questioned by the physician. The samples were repeated on two alternate methods and both results were in the normal reference range. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
The sample information is not available. Qc was within the customer's established ranges during the event. The sample was sent to customer product line support (cpls) for additional testing. Cpls confirmed the presence of heterophile interferent in the patient's sample, which is the root cause of this. Service was not dispatched. (B)(4).

Manufacturer narrative:
The sample information not available. Qc was within the customer's established ranges during the event. The sample was sent to customer product line support (cpls) for additional testing. Cpls confirmed the presence of heterophile interferent in the patient's sample, which is the root cause of this. Service was not dispatched.